Manufacturer narrative:
It was reported the event occurred "every 15 days" (no further information provided). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced cloudy effluent reported as "cloudy water". The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with an unspecified antibiotic (further details not reported) for the event. At the time of this report the patient outcome was not reported. Action with dianeal therapy was not reported. No additional information is available.